Event description:
It has been reported to philips that the system's software did not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened, and the procedure was completed as planned. The remote service engineer (rse) checked the problem remotely and found tube failure message appeared. After reviewing the log file, found the grid leakage and tube is currently out of range. To resolve the problem, rse performed tube calibration and reboot the system, but system did not turn on. Rse restart the equipment, with the equipment disconnected from the hospital network, and reconnected the suite pc and x-ray pc hds. As a follow up rse reviewed the log and verified that the equipment has been showing intermittent failures in the x-ray tube. On onsite troubleshooting, fse (philips field service engineer) found that rx tube was defective and showing grid switch failure. To resolve the problem fse replaced the rx tube and did calibration. After replacing the rx tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.